Event description:
It was reported that the customer was experiencing low blood glucose levels. The customer's blood glucose was 71 mg/dl. The customer stated that he had not used the insulin pump due to a gastric sleeve. The customer felt that his low blood glucose was due to insulin pump settings that needed to be adjusted. The customer declined troubleshooting. The customer also mentioned hearing a noise while bolusing. The customer stated it was a very soft noise that was only audible if he really listened to the insulin pump. Advised customer that it seemed to be a normal noise and to monitor the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.